Event description:
Reportedly an aortic model 3000, 21mm valve was explanted in 2009, due to implant did not look right, surgeon stated that, ¿it looked funky¿. The device was originally implanted in 2005. Implant duration was about 50 months. Please contact surgeon's office for additional information. The sales representative was given a dry valve, he will place it in glutaraldehyde prior to shipping to us.

Manufacturer narrative:
Evaluation summary: the valve is returned attached to the retainer and the tag. Particles and filaments are detected at the inflow and the outflow aspect. The particles vary in color, brown, black, and blue in color. They also vary in size from approximately 1mm to 12mm. X-ray.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly a valve model 3000tfx had a particulate floating in the jar and needs a replacement. This was noticed prior to use, no patient, no injury involved. No additional information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process.